Event description:
Tsr discovered power cord had been damaged. Problem found during pm. No injuries reports to tsr. Tsr found that bed did not pass electrical safety check, loose ground lug on power cord., replaced the powercord to repair.